Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold at the terminals of the motor flex cable. Apparently it looks as though insulin leaked into the unit since there was brown stuff on the inside of the case end cap. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had motor was detected by reading unexpected value from hall sensor alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed displacement test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.